Manufacturer narrative:
This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 02r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect stat high sensitive troponin-I results when compared to another method for one patient. The following data is provided: architect stat high sensitive troponin-I results 62.08 pg/ml, repeated 66.10 pg/ml (reference range 0.00 to 26.20 pg/ml); beckman result 11.9 pg/ml (reference range 0.00 to 17.50 pg/ml). No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the likely cause lots perform as expected for this product. Return testing was not performed as returns were not available. Device history record review was performed on lot 47470ud01, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met, indicating that the performance is not negatively impacted. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin - I assay was identified.